Event description:
Customer sent a repair request reported with an issue of "blocked water and air channel". No harm was reported. No patient involvement. Per the customer, the fault was found in preparation, stated that this scope was not used on any patient . Device evaluation , service repair found black color material inside the nozzle. This report is being submitted due to the finding of black color material inside the device nozzle (insufficient cleaning (handling problems) identified during device return evaluation .

Manufacturer narrative:
The subject device was evaluated. The reported customer issue was confirmed. Device evaluation found the air/water nozzle has blockage. Residual liquid, black color material was observed to be coming out of the nozzle. This condition was attributed due to insufficient cleaning (handling problems). Furthermore, the following defects were identified during device inspection: switch 2 is leaking. Bending rubber adhesive is detached and cracked. Angle knobs not locking correctly. Bending angle does not meet specification. C-cap has scratches. Distal end insulation test has failed (low-frequency insulation resistance). Light guide lens is cracked or chipped. Light guide lens epoxy is worn. Objective lens epoxy is worn. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected by following the instructions for use (IFU) section: -inspection of the endoscopic system - inspection of the air-feeding function - inspection of the objective lens cleaning function olympus will continue to monitor field performance for this device.